Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Device received with all operating currents within spec and passed a21 error test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected a21 alarm anomalies noted. Device received with cracked case from display window corner, cracked case, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error and also had multiple strange errors. The customer stated that they had to change battery per week and the insulin pump had rejected a new battery. The insulin pump had lost settings and had no delivery alarms. The insulin pump had cracks in the casing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.